Manufacturer narrative:
Although it is unknown if the products involved caused or contributed to the reported event, we are filing this report for notification purposes. The following products were used in the surgery: part#: g8293645; lot#: unknown; qty:6; similar product: 8293645; 510k#: k030285; part#: g8292036; lot#: unknown; qty:6; similar product: 8292036; 510k#: k031967; part#: unknown; lot#: unknown; qty:2. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: posterior lumbar interbody fusion(plif) levels: l3/4/5 it was reported that on an unknown date,post -operatively, proximal junctional kyphosis(pjk) occurred after performing plif. There was neurological symptom at l5. The fixation was removed and replaced with another product and plif was added at single level (l5/s) whereas the revision surgery was performed at l-1/4. No product malfunctions were reported. Product came in contact with the patient. No patient complications were reported. Surgery was completed successfully with the new product.